Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that on (B)(6) 2014, a ncb pp dist fem plate, r, 15 h, l. 317mm was implanted on the right side. Opening the first sterile packaging, it has been discovered, that the sterile internal package was damaged: there is a hole in the plastic housing at the point of contact between the housing and one end of the plate. The plastic bag that normally surrounds internally the plate to the box was crumpled in a corner of the box.